Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a loss of prime with non-zero force event was observed in the black box record. There was no loss of primes during the investigation. The force sensor calibration reading was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a nonspecific prime issue. Allegedly, a loss of prime event had occurred. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.